Event description:
In 2009, the lay user/patient's sister contacted lifescan (lfs) alleging that the pt's one touch ultra2 meter was prompting an "error 4" message. Per the one touch ultra2 owner's booklet, this error may appear for the following reasons: if there is a problem with the test strip, if the sample was improperly applied, or if there is a problem with the meter. The medical surveillance specialist spoke with the pt in the same month, and obtained the following info. The pt reported that the alleged error message began to appear approx 3 or 4 days prior to contacting lfs. Despite not being able to test her blood glucose, the pt claimed she continued to take her usual dose of oral medication (glyburide and actos) daily. The day after the issue began, the pt claimed she began to feel shaky, a symptom she associated with a high blood glucose. The pt denied receiving medical attention in response to the symptom. The pt reported she just laid in bed for approx 2-3 days and continued to take her oral medications as usual. At the time of troubleshooting, the customer care advocate (cca) noted that the pt was using off brand test strips (liberty brand). Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and developed symptoms suggestive of severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.